Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, and after resetting, the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction code reappeared.